Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the pump in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirement stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810. Product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was in hospital with respiratory failure and was intubated. It was further reported that they could successfully interrogate the pump, but then the device was not "interacting/not speaking" to the a810 / clinician programmer. The hcp was not with the patient and could not troubleshoot or interrogate the pump live at the time of the report. The hcp confirmed they could not remember the exact verbiage they saw on the interrogation screen, but that the hcp tried to fill the pump this week and had the same issue. Interrogating the pump and calling back with the verbiage seen on the clinician programmer / a810 screen for further troubleshooting was reviewed at the time of the report. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). No further patient complications have been reported as a result of this event.